Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 550:320:844:0000 was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to the rear inverter harness and main battery harness, both of which were disconnected. The rear and main battery harnesses were reconnected to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. Similar reports have been received for the reported problem. Additional investigation is being conducted through CAPA: (B)(4).

Event description:
The facility reported a colleague infusion pump with a failure code of 550:320:844:0000. The event was reported to have occurred during programming / setup in the surgery department. During product evaluation, it was discovered that this device failed to audibly alarm. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. This is involving a pump with software version 5.04.00 which is categorized as unremediated.